Manufacturer narrative:
Batch review performed on 22 october 2019: lot: 1900782: 45 items manufactured and released on 05-jun-2019. Expiration date: 2024-05-22. No anomalies found related to the problem. To date, 16 items of the same lot have been already sold without any other similar reported event. Another device involved in the case: liner: mpact 01.32.3652hct flat pe hc liner 36/g lot. 1810222 (k103721). Batch review performed on 22 october 2019: lot: 1810222: 40 items manufactured and released on 10-dec-2018. Expiration date: 2023-11-28. No anomalies found related to the problem. To date, 21 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 1 day after the primary due to dislocation (head from the liner). The surgeon revised the stem masterloc lateralized #10 with a masterloc lateralized #12, the 36mm cocr head l with a 40mm biolox delta head l, and the mpact flat liner hc 36/g with a mpact flat liner hc 40/g. The surgery was completed successfully. The surgeon uses orthoview templating. The femoral head and neck were anteriorly rotated and the patient the dislocated anteriorly.